Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown stem. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Not returned to manufacturer.

Event description:
This patient had a peri-prosthetic fracture of the hip, which causes to loosen the prosthesis. The stem and femoral head was removed, leaving behind the liner and cup. The cone/conical with a 36 metal head was used.